Event description:
It was reported that a lead warning was triggered for low impedance. The impedance on the right ventricular lead has been continuously decreasing over several years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A kdr701 implantable pulse generator: (B)(6) 2004. A 4524 implantable pacing lead: (B)(6) 2004. (B)(4).